Event description:
A cracked and shattered touchscreen on a pump was reported, rendering the touchscreen unresponsive and illegible. There was no adverse impact to the customer's blood glucose level. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery.